Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 18, 2024. Upon further investigation of the reported event, the following information is new and/or changed: b5 (updated describe event or problem). D9 (device availability - added date returned to manufacturer). G2 (added report source). G3 (date received by manufacturer). G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer. H6 (added adverse event problem 2645, 4582, 11). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received; there was no delay, the product was changed out and the procedure was completed successfully with no patient effect and no blood loss.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (updated device evaluated by manufacturer) h6 (identification of evaluation codes 10, 3331, 213, 67) the returned sample was inspected upon receipt. The sample was leak tested. The blood channel was filled with colored saline, no leak was observed. The blood outlet port was then blocked, and air pressure of 2kgf/cm2 was applied to the blood channel from the blood inlet port, with no leakage observed inside the housing at the gas-channel side. The sample was rinsed and then tested for its pressure drop using bovine blood. It was confirmed to meet the factory specification, and no anomaly was found. The sample was found to function as intended; therefore, a root cause was unable to be determined. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo will not receive the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11.

Event description:
The user facility reported to terumo cardiovascular that during priming, the device doesn¿t maintain the correct level of pressure. The product was changed out. It is unknown if there was a delay in the procedure, or if there was any effect on the patient or results of the surgery. Terumo continues to attempt to gain more information regarding this event from the user facility.